Event description:
The complainant reported that while on impella cp support, the patient experienced hemolysis. Continuous renal replacement therapy (crrt) was started and blood was given to the patient. Hemolysis continued and there was a placement signal alarm. The following day care was withdrawn and the patient expired. An additional report will be sent for a automated impella controller (serial (B)(6)) for the same patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B2 added required intervention as it was omitted from the initial report that was submitted. E1 added initial reporter phone number as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. No product returned. Mechanical interaction with blood - after three days of support, the patient experienced hemolysis. Imaging showed accurate pump positioning. Hemolyzed lab results occurred through explant. Data log review showed no motor current spike noted outside of p-level changes. No suction alarms were noted. Impella positioning unknown alarms triggered on (B)(6) 2025 and then resolved. The cause of the mechanical interaction with blood could not be determined due to no pump return, inconclusive data log review, and insufficient clinical details. Optical sensor issue - after eight days on support, placement signal (ps) low alarms occurred. The patient noted to not be a surgical candidate and had poor prognosis at the time of ps alarms, and withdrawn from care one day later. Data log review showed a period of low signal-to-noise ratio (snr) while the pump was run on an automated impella controller (aic). However, this had no impact to the ps nor ps low alarms. After snr recovery when exchanged on a different aic, case ends with frequent ps low alarms. Ps low alarm ranging from as low as 6 mmhg diastolic to 7 0mmhg systolic. The cause of the optical signal issue was patient condition related due to ps deteriorate over the course of the case without impact on pump metrics. The patient noted to have poor prognosis during ps low alarms and withdrawn from care within one day of ps low compliant. Device history review: the pump passed all post sterile inspection checks.